Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported that the results obtained with the laser are not well, or at least did not meet his expectations. Further information has been requested.